Manufacturer narrative:
(B)(4). Only event year known: 2018. As a lot/batch was not provided, a device history could not be performed. Additional information: the surgeon uses air seal for insufflation and deploys the bag via the air seal. Extraction is through the ethicon hasson; umbilical incision. This happens when the bag is ¿really fully of stones¿. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences as a result of the event? If yes, please describe.

Event description:
It was reported that during a laparoscopic cholecystectomy the pouch burst while extracting the bag through the umbilical trocar site. This necessitated extra time to retrieve gall stones scattered within the patient. No other information is known.